Manufacturer narrative:
The handpiece has not been returned. Therefore, a product analysis has not been performed.

Event description:
It was reported that intraoperative, the handpiece got ¿red hot.¿ there was no injury reported as a result of this event.

Manufacturer narrative:
The handpiece was returned for analysis on march 25, 2016. The product analysis was completed april 28, 2016. The product analysis indicates that the reported overheating issue could not be confirmed. The one-minute pre-repair temperature test results were as follows: 86 degrees f at t1 and 85 degrees f at t2. No anomalies were found and the handpiece was successfully tested to specifications. Actual device evaluated. No failure detected. Unable to confirm complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.